Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer was not sensed being closed. A field service engineer replaced the full height cubie drawer latch insep to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.